Event description:
It was reported that an error message appeared indicating abnormal battery behavior.

Manufacturer narrative:
The device was explanted (B)(6) 2025. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was measured and proved to be normal and expected. The battery was sent to the manufacturer for further detailed analysis. The analysis is still ongoing. As soon as the analysis results become available, this report will be updated.

Manufacturer narrative:
The device was explanted (B)(6) 2025. The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition. The battery status showed 35%. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency. There was no indication of a malfunction. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected. However, the current consumption was normal. During subsequent analysis the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was directly measured and proved to be normal and expected. Next, a long-term functionality test was performed under different temperature environments. The test revealed no anomalies, especially the current consumption was normal and as expected. There was no indication of a device malfunction. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed no anomalies. Next, the battery was opened to inspect the individual components of the battery. These were as expected in accordance with the battery state of charge. There was no indication of a battery failure. In conclusion, the clinical observation could be confirmed. However, despite a thorough analysis of the pacemaker no conclusion can be drawn regarding the root cause.